Event description:
The customer allegedly fell alleging their walker was defective. Although injury is alleged, the extent is not known at this time.

Manufacturer narrative:
Manufacturer received complaint indicating a user had fallen and was transported to the hospital for treatment. Information suggests the device was in need of service as the emergency services personnel reportedly had told the user they should not have been using their product. MDR filed based on alleged medical treatment.